Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged pump error 39 alarm found on (B)(6) 2022. Device was received with pump error 38 alarm during rewinding. Unable to verify pump error 39 alarm or perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 38 alarm. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (5) pump error 39 alarms on (B)(6) 2022 at 14:29:27, 14:36:40, 14:37:19, 14:45:37 and at 14:50:17. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, corroded battery tube and corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Pump error 39 alarm was unable to confirmed due to pump error 38 alarm. Pump error 38 alarm due to corroded motor home switch. Moisture damage found on electronic assembly, corroded battery tube and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a incorrect pump. No harm requiring medical intervention was reported. The insulin pump returned for analysis.